Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed to replace the device, however, urethral erosion was discovered following removal of the aus. The physician elected to not implant a new device as a result. No further patient complications were reported.